Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital for a gastrointestinal bleed on (B)(6) 2021. The patient reported experiencing bloody stool. At the time of the patient's admission their international normalized ratio (inr) was a 5, this was treated by decreasing coumadin dose. On (B)(6) 2021 the patient's inr had normalized into the 2-3 range. An esophagogastroduodenoscopy (egd) was performed which was not able to confirm bleeding, however did reveal gastritis. The bleeding resolved and the patient was discharged home.